Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding appears to be in contrast to the problems mentioned in the patient report. However, despite requested, no additional information could be retrieved. It was not possible to identify causes for the reported issues during the case investigation. This is a final report.

Event description:
It was reported that the patient suffered an impact to the head. The device has been explanted on (B)(6) 2014. Despite requested, no additional information could be retrieved.

Event description:
It was reported that the pt suffered an impact to the head. The device has been explanted on (B)(6) 2014.